Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card channel initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse found the cause of the problem to be a defective hard drive on flex vision pc. Philips sent a quote, but it was declined by the customer since nss (a third party) had a contract for repairs on this system. Nss (a third party) has replaced the flexvision hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up and stuck at 00:00. No harm was reported to philips. As per the field service engineer, the system was not booting up due to flexvision pc. Philips has started an investigation of this complaint.